Manufacturer narrative:
Device not returned for testing.

Event description:
Cryoablation performed normally, but physician reported urethral stricture during the recovery period that required urethral dilation. Physician has had several (5) occurrences in the past six weeks. Physician noted that occurrences stopped after the report.